Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms while at work, including excessive thirst, frequent urination, and fatigue. She performed a bg test, which indicated elevated levels (exact value not specified), while her cgm displayed normal readings (exact value not specified). The patient contacted her endocrinologist and was advised to go to the emergency room (ER). No treatment was administered prior to arrival. Upon arrival at the ER, a bg test showed 320 mg/dl, whereas her cgm reading at that time was 75 mg/dl. Urine ketone testing confirmed diabetic ketoacidosis (dka). Treatment included intravenous fluids and insulin injections (dosage not specified). The patient remained in the ER until her condition stabilized and was discharged the same day at approximately 2:00 pm (less than 24 hours total stay), reporting that she felt well upon discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.